Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: there were no errors, alarms, or warnings associated with the complaint found in the alarm history. A review of the black box indicated that the pump was not in use on (B)(6) 2016, which accounts for the basal deliveries for that day appearing to be inaccurate. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no delivery interruptions and no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with dehydration, confusion, large ketones, and diabetic ketoacidosis. The patient was reportedly treated with intravenous (IV) glucose, IV fluids, and other unspecified treatment. During troubleshooting, the reporter noted that the basal delivery totals in the total daily dose history did not match the active basal program. Troubleshooting could not determine a cause for the variation. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a basal delivery discrepancy.